Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm and a cartridge change error occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified, however, the alleged issue cartridge change error could not be verified.. The information will be used for tracking and trending purposes.